Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation could not duplicate the user reported issues. The device passed all inspections and tests. No problem was detected. There was minor cosmetic wear on the housing that did not affect functionality. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the visera 4k uhd camera control unit displayed color bars during preparation for use and is not connecting to the tower consistently. The customer reported that there have been a couple instances where the camera could not be seen at all and was tested on another tower that worked fine. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since the phenomenon was not able to be duplicated during device inspection, it is possible the scope connected to the device was broken, or the event occurred due to temporary malfunction.